Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead returned. It was reported that there was sensing difficulty, oversensing with pauses, and an apparent lead fracture observed on chest x-ray. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) lead conductor device was out of specification in a manner that relates to event lead(s), fracture of oversensing sensitivity.

Event description:
It was reported that there was sensing difficulty, oversensing with pauses, and an apparent lead fracture observed on chest x-ray. The lead was explanted and replaced. No patient complications have been reported as a result of this event.